Manufacturer narrative:
It was reported that the haptics were broken off at both sides of a CT lucia 602 thus the lens was removed. A spare lens was implanted, no delay in procedure or patient injury. No other additional information was provided. The device is not being sent back. Thus, a proper device analysis could not be completed nor the reported issues confirmed. It was mentioned by the customer that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. The injector that was used is a cartridge b and injector 3, our lenses are intended to be implanted using a r28 and z28 cartridge system. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the damaged haptic is but is not limited to: loading strategy; accessory device support; poor handling during folding and insertig. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. Risk assessment has been reviewed within the technical file for hydrophobic lens. Risk assessment identifies damage of iol optic and/or haptic to potentially because by use of inappropriate surgical instrument or improper handling or improper implantation technique. This is seen as a reasonably foreseeable misuse that may result in additional surgery because of impaired vision; and potential iol explantation. This is considered as a serious severity of damage that may result in injury or disability which requires surgical intervention. The likelihood of occurrence is estimated to be occasional. The resulting risk is deemed acceptable.

Event description:
It was reported that the haptics were broken off from both sides of a CT lucia 602 thus the lens was removed. A spare lens was implanted, no delay in procedure or patient injury. No additional information provided.